Manufacturer narrative:
Lot review: no lot number was available. Visual analysis: one returned (used) device was returned. Functional testing: the device was leak tested and no leakage was observed at any location along the fluid path. No leakage was observed at the connections. Final analysis summary: device met all leak testing specifications. There was partial coring on the top surface of the silicone seal typical of access with an incompatible mating device.

Event description:
During infusion there was leakage. The patient did not receive the correct dose of medication. The device was replaced and treatment resumed. The final administered dose was approximate. A delay in therapy was reported.